Event description:
It was reported that during an unknown procedure, the device was jamming and not forming staples. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining five staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. No batch record review could be performed, as the lot number provided is an invalid number.